Manufacturer narrative:
Covidien/medtronic reference# (B)(4). The sample associated to this report was received and the customer reported issue could not be duplicated on the returned sample. We are unable to determine the cause for this specific event however; information has been added to the database and trends will continue to be monitored.

Manufacturer narrative:
(B)(4). The device investigation is currently in progress.

Event description:
Customer states: prior to use, the tracheal cuff didn't inflate. There was no patient involvement.